Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revised due to failed hip arthroplasty (as per surgeon). (Note. An insert was implanted during this revision, repositioned, and then removed and another implant was used.)"